Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Device is used for treatment. Medical records were not provided. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left uka. The patient then underwent a manipulation under anaesthesia approximately six months following left knee arthroplasty. Subsequently, the patient underwent a knee arthroplasty revision of the tibial components seven (7) months following the manipulation to address continued pain and tibial component loosening. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - medical devices: partial tibial cemented size e left medial; item# 42-5380-005-01; lot# 65286268. Partial articular surface left medial size e 8 mm thickness; item# 42-5182-005-08; lot# 65260712. Partial femur cemented size 1 left medial; item# 42-5580-001-01; lot# 65105848. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.